Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced suspected peritonitis. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with vancomycin (2 grams frequency and route not reported), mereopenem (250 mg frequency and route not reported), and gentamycin (20mg frequency and route not reported) for the event. The patient's recovery status was unknown. Action taken with dianeal therapy was unknown. No additional information is available.